Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line or occlusion alarm were not reproduced. A review of the event history log revealed air in line alarms and upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the conditions were determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line and unspecified occlusion alarms during testing at the biomedical service department. There was no patient involvement. No additional information is available.